Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the device comes in used condition and it comes along with the blue handpiece. The matting devices were properly assembled and connected to a test generator, the electrode was immediately recognized. The device was tested on coagulation and ablation functions each for one minute. The device worked as intended. The device will be sent to the manufacturer for further review and testing. Manufacturing investigation results for vapr handpiece ea: the device was not returned in its original packaging, a bag only. Handle assembly condition is used, slightly discolored. Cable is slightly discolored. Gtin tag is missing. Combination of this electrode and vapr handpiece was connected together for activation. During our investigation, the device as presented passed both electrical and functional checks with no further observations noted. The device in question performed as expected. The overall complaint was not confirmed as the observed condition of the vapr handpiece ea would have not contributed to the complained device issue.¿ based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established since the device passed the functional test. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) surgical procedure while using the vapr controls device, it was observed that the surgeon opened the brand-new electrode and connected it to the vapr handpiece *ea device properly. After about an hour of use, the blue vapr3 footswitch *ea (for hemostasis) suddenly stopped working even though the surgeon stepped on it. The yellow footswitch (for evaporation) was working normally. The area that needed to be treated was small, so the surgeon only used the evaporation function. The blue footswitch was reconnected but the condition did not change, and the blue footswitch did not work. There were no ¿error¿ or ¿fault¿ messages on the screen. There were 3x vapr handpiece *ea devices, a vapr 3.5mm side 21 deg -ea device, a vapr3 footswitch *ea device and a vapr vue generator device used in the procedure. There was a delay in the procedure of not more than thirty minutes. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided. This is report 6 of 6 of (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.